Manufacturer narrative:
According to the product experience report, there was no sample to be returned. Additionally, no photographic or visual evidence of any kind was provided which would have allowed for the allegation to be reviewed. Without such evidence, this complaint could not be confirmed and determining a definite root cause and corrective action is not possible. If the sample is returned at a future date, a follow-up report will be submitted.

Event description:
The patient underwent pyelostomy (percutaneous pyeloplasty and drainage) due to ureteral stones and hydronephrosis, uremia, and b-ultrasound. The entire process was smooth, and the patient did not report any significant discomfort. The process of ureteroscopic lithotripsy was smooth, and there was significant bleeding after removing the fistula tube. Dsa and bladder blood clot flushing were performed on (B)(6).